Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage during user handling and water invasion of the device. It caused an abnormality in electronic components and the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer temporary image loss and air/water leakages on evis lucera elite bronchovideoscope. There was no delay in the tracheoscopy procedure; the patient was not under sedation. The procedure was completed with the same device. Malfunctions were found during reprocessing, after the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of black screen and flickering during angulation was confirmed. The following additional findings were also noted: water tightness lost due to damage on the channel tube, scratch on the universal cord, deformation/breakage to switch button one and switch button four, scratch on the switch box and breakage of the image sensor due to damage on the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.